Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the catheter segments were discarded after the revision surgery, no definitive root cause for the catheter kinking could be confirmed. Per the instructions for use of the catheter, catheter kinking is a possible risk of use. Internal complaint number: (B)(4).

Event description:
Sales representative reported that a patient's catheter was kinked and two segments of the catheter were revised (proximal and distal end). The catheter segment was discarded.